Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was noted in/on the helix/lobe mechanism and sleeve head. The inner tubing was kinked/buckled and lead appeared to be damaged at implant.

Event description:
It was reported that during the procedure to implant the right ventricular lead, the stylet could not be inserted fully into the lead. A different lead was implanted. No patient complications were reported as a result of this event.